Manufacturer narrative:
Based on the claim against the product by the customer noting bent tips, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a severely bent grip, causing side to side misalignment of the grips. Unrelated to primary failure, the instrument was also found to have damage to the conductor wire¿s insulation. Visual inspection found the wire exposed, and a section of insulation measuring 0.040" in length missing. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of damaged conductor wire insulation is attributed to damage during use, which may include accidental drip of the product or collision with other objects or hard surfaces. This complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during an assisted da-vinci surgical procedure, the 8mm fenestrated bipolar forceps instrument tips did not meet and were bent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.